Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic. Moisture damage was found on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was moisture under the screen. The customer's blood glucose was 7.3 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.